Manufacturer narrative:
D6: md reported (1) 0612 but returned (2) 0612. No observable defects could be found with the components themselves. Measurements taken met design requirements. Review of the lot histories of the subject products could not be completed since the lot numbers were unavailable from the md's office.

Event description:
An abutment broke in function. Pt is reportedly fine.